Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. Investigation summary: a complaint history check was performed and this is the 8th related complaint for not clipping (cutter blocked) on lot # 7177532. Customer returned a photo of a bd safe clip from lot # 7177532. Customer states that at the moment of introducing the needle to cut, it does not get into the hole, it looks like it is sealed, and sometimes the needle bends preventing the cut. The attached photo was examined and did not exhibit the cutting hole or show the ability of the sample to function. It is difficult to determine if the sample shown is able to function properly solely from the attached photo. According with the DHR review information above, the problem ¿no clipping¿,¿ cutter blocked¿ and ¿difficult or unable to operate¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test (sample plan c=0, aql=1). Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the safe clip is jammed with an bd safeclip¿. The following information was provided by the initial reporter, translated from spanish to english: patient's mother reports that for 20 to 30 days (there is no exact date), she has been having troubles with the safe-clip. At the moment of introducing the needle to cut, it does not get into the hole, it looks like it is sealed, sometimes the needle bends preventing the cut.